Manufacturer narrative:
The technician replaced the brake steer caster and adjusted all brake casters to resolve the issue.

Event description:
The technician alleged the brake steer and brake casters are not holding. No patient impact.